Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedances measuring 129 ohms. Technical services (ts) was consulted and suspected daily variability due to medications and circadian rhythms. Ts advised on increasing the alert measurement to 150 ohms. No adverse patient effects were reported. This system remains in service.